Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 atrial lead, implanted: (B)(6) 2008. (B)(4).

Event description:
The patient called and reported having shocks in the middle chest and into the shoulder. The shocks started out minor; however, the last shock was a hard jolt. The patient was informed that pacemakers can't deliver shocks and was encouraged to contact the physician. Additional information has been requested and not yet received. No further patient complications have been reported as a result of this event.